Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified and tortuous anatomy during retraction would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after the vision stent delivery system (sds) was unable to go all the way through the predilated, tortuous and heavily calcified mid left anterior descending artery (lad), the stent dislodged from the sds. A balloon was able to get through the lesion, but not the vision sds because of the vessel calcification. The stent was seen under fluoroscopy. A balloon was used to crush the stent against the lad proximal to the lesion. The following day, the patient underwent a coronary artery bypass graft surgery to treat the lesion and the dislodged stent. The patient is recovering and doing well. Though requested, there was no additional information provided.